Event description:
It was reported that when an asymptomatic patient presented in the hospital after receiving a vibratory notifier for non-sustained right ventricular oversensing, noise on ventricular lead was noted. The noise was sensed occasionally, and was determined by the physician to be of no clinical relevance to the patient.

Manufacturer narrative:
(B)(4).